Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump could not be primed and that it just "kept spinning." The blood glucose reading was 200 mg/dl. The customer's mother was advised to call back with the insulin pump present.